Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash from an autoimmune condition. The patient reported that the rash was not caused by the lifevest but was present under the device. The rash was reportedly weeping. The patient reported that the rash was being treated by hospital staff. During follow-up, the patient reported that the doctor emphasized that the condition was due to an autoimmune condition and that it would take about 6 months to heal.